Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning properly. This first occurred 1 month prior to the report and was noticed when pt tried to program a quick-bolus. Pt has used this infusion device since 2008 and boluses approx 3 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.